Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. They reported they did not see a healthcare professional (hcp) or a manufacturer representative (rep). They just called in to medtronic patient services. A cause was not determined for the ins, ins battery, eos, and poor communication, and no steps were taken for resolution. No cause was determined for the por. Also no steps taken for resolution. The cause of shocking was not determined, neither was any steps taken for resolution. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that patient got a low ins battery icon. They think they may have seen the low message but it was still working so they just ignored it. Then about 3 weeks ago, patient was woken up by shocking in the "you know where." They went to check it and thought they saw end of service (eos). They then had a week where they were seeing poor communication but now was back to power on reset (por). They noted that they had an appointment with the healthcare professional (hcp) the day of the report and wanted to know if the manufacturer representative (rep) needed to be there to check the device. No further complications were reported or anticipated.